Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment from it digging /poking into the back. Patient described the area as burning. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Reporting out of the abundance of caution. There was no alleged device malfunction contributing to the irritation. The outcome of the irritation is unknown.